Manufacturer narrative:
(B)(4). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 80390 with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 80390 was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that while using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes, there was an increase in clotting.